Manufacturer narrative:
The hill-rom technician found the head cylinder was bent. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head cylinder to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom technician stating the head section would not lower when CPR lever was used. The bed was located in ICU at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).